Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Information references the main component of the system; other applicable components are: product ID: neu_unknown_lead, product type :lead. Product ID neu_unknown_lead, product type:lead .

Event description:
Zhu, g.y., meng, d.w., zhang, k., shi, l., wang, x., chen, y-c., zhang, j-g. An electrode-preserved patient after bilateral intracranial hematoma induced by deep brain stimulation. (B)(6) medical journal. 2016. 129(12):1509-1510 pmc - (B)(4). Doi: 10.4103/0366-6999.183421 summary: deep brain stimulation (dbs) is widely used in parkinson's disease. Here, we report a bilateral hemorrhage case related to subthalamic nucleus (stn)-dbs. In this case, we preserved the electrode, and the curative effect is still satisfied after 2 years. Reported event: a (B)(6) female patient received a bilateral subthalamic nucleus deep brain stimulation (stn-dbs) system to treat parkinson's disease (pd); the operation was successful but 8 hours afterwards the patient was found unconscious with unequal pupils and a blunt light reflex. CT indicated hematoma in right frontal lobe. An emergency operation was performed. The bone flap around the electrode was kept, and the electrode was preserved. Surprisingly, CT showed a new hematoma in left frontal lobe the next day, but due to the small size of the hemorrhage and the patient's age the authors adopted a conservative treatment, and the hemorrhage became "smaller under dynamic view" and the patient was discharged two weeks later. Stimulation was turned on 5 months after implant and the patient's unified parkinson's disease rating scale (updrs) part iii score [5/29 (on/off stimulation)] demonstrated that the electrode worked well after 2 years. It was not possible to ascertain specific device information (such as serial numbers, or lead model) from the article or to match the reported event with any previously reported event. See attached literature article.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.